Event description:
ECG comm error at power-up. No patient involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused by a cracked solder joint at the reset pin of an integrated circuit chip. This open circuit condition would not allow the circuit chip to reset causing loss of communication that generated the error code. The solder joint was resoldered to resolve the failure. Upon completion of the repairs, the device performs to specifications.